Event description:
Arthritis. Case description: spontaneous report received on (B)(6) 2010 from a physician regarding a patient (identifiers unknown) who was treated with synvisc on an unknown date and who experienced effusion. The patient recovered on an unknown date. The synvisc lot number was unknown. No further information was provided. See manufacturer's control numbers (B)(4) for other adverse events from this reporter. Additional information received 06/08/2010 from the rheumatologist, regarding a patient, patient initials (B)(6), with a relevant medical history of traumatic left gonarthritis grade 4. The patient was treated previously with synvisc injections in 2006, 2007, and 2009 which were uneventful. He also experienced a myocardial infarction in 2007. The patient also was reported to have hyperlipidemia and coronary insufficiency. The first and second synvisc injections were administered on (B)(6) 2010 into the left knee. On (B)(6) 2010, the patient experienced left knee effusion and left knee pain which was diagnosed as arthritis. The third synvisc injection was administered into the left knee on (B)(6) 2010. The synvisc was at room temperature on injection and the size of the used needle was 21 gauge (green needle). Knee joint puncture was performed prior to the third synvisc injection on (B)(6) 2010 in the left knee, but not prior to the first and second injection. The knee joint puncture was performed on (B)(6) 2010 with 10 ml of synovial fluid withdrawn. The fluid was cloudy and "purulent looking." Synovial fluid analysis was the following: rbc (red blood cell) count=130/mm3, wbc (white blood cell) count=270/mm3. The withdrawn fluid was sterile and there were numerous hydroxyapatite crystals. Treatment consisted of a corticosteroid injection following the knee joint puncture. The reported events were recovered without sequelae. The relationship between synvisc and the events were probable. The severity of the events was moderate. Concomitant medications included plavix (clopidogrel), simvastatine (simvastatin), omacor (omega 3 marine triglycerides), and isoptine (verapamil). The synvisc lot number was unknown. No further information was provided. Manufacturers comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.